Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided kidney biopsy the first slide of the device allegedly self activated outside the patient. It was further reported that there was no coaxial used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date. The quantity affected is one unit. One maxcore biopsy needle was returned for evaluation. During evaluation the device passed the drop test, however, upon further functional testing the stylet self-activated on the third sample attempt. Therefore, the investigation is confirmed for stylet self-activation. However, the investigation will remain in conclusive for the alleged cannula self-activation, as functional testing was not performed due to the identified failure. The insufficient cannula tang engagement possibly contributed to the reported cannula self-activation. However, the definitive root cause could not be determined for either the reported cannula self-activation or the identified stylet self-activation based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an ultrasound-guided kidney biopsy the first slide of the device allegedly self activated outside the patient. It was further reported that there was no coaxial used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date. The quantity affected is one unit. One maxcore biopsy needle was returned for evaluation. During evaluation the device passed the drop test, however, upon further functional testing the stylet self-activated on the third sample attempt. Therefore, the investigation is confirmed for stylet self-activation. However, the investigation will remain in conclusive for the alleged cannula self-activation, as functional testing was not performed due to the identified failure. The insufficient cannula tang engagement possibly contributed to the reported cannula self-activation. However, the definitive root cause could not be determined for either the reported cannula self-activation or the identified stylet self-activation based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Event description:
It was reported that during an ultrasound-guided kidney biopsy the first slide of the device allegedly self activated outside the patient. It was further reported that there was no coaxial used and the procedure was completed with another device. There was no reported patient injury.